Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had an insulin flow blocked alarm and high blood glucose event. The customer¿s blood glucose was 27.3 mmol/l at the time of incident. Customer treated with manual injection. Customer stated that the insulin exited with no resistance after customer manually pushed the insulin out. There is no issue of infusion set bent cannula and displacement test was performed and passed. Customer requested to have the insulin pump replaced. The customer was advised to call back if issue persists. The product is not expected to return for analysis. Additional device related incidents: insulin pump (308533356); infusion set (308533695).